Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated by bbm laboratory in (B)(6). This reported was created based of the investigation report. The history log files of the pump were read out and analyzed. It was possible to detect that a wrong setting was entered by user. During the visual examination no damages or soiling could be detected. A functional investigation were done without any malfunction or reservation. The complaint could not be confirmed. The device works according our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): over infusion . Customer information: nursing claims that it infused a medication in 26h but the schedule was to be in 46h. Start of day infusion 01/21/2020 at 3 am; end on 01/22/2020 at 5 am.